Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient is experiencing pain at the ipg site. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient is experiencing pain at the ipg site. Surgical intervention was undertaken wherein the ipg was repositioned and replaced. Effective therapy was established post operatively.